Event description:
It was reported that the patient's right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Follow up indicated no intervention was done. As well, there was an superior vena cava (svc) coil alert, however the right ventricular (rv) lead used does not have an svc coil. The device is still in use. The lead is still in use. No patient complications have been reported as a result of this event.